Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed intermittent r wave undersensing seen on false asystole episodes. Programming changes were recommended. Programming changes were recommended.

Manufacturer narrative:
Correction: initial information indicated that the patient was asymptomatic. Updated to reflect this information. Patient was noted to be asymptomatic in initial information. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed intermittent r wave undersensing seen on false asystole episodes. Programming changes were recommended.